Manufacturer narrative:
User reported issue was confirmed. Device was found to have a flow rate accuracy deviation beyond +/-5% specification and a nurse call light malfunction. The device was repaired and retested to meet all the specifications on (B)(6) 2014. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on (B)(6) 2016. Zyno medical submitted an e-MDR (3006575795-2016-00066_complaint (B)(4) on (B)(6) 2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The user reported the device had a flow rate issue. No patient injury or harm was involved in this case.